Event description:
Customer states: during use on a pt a nurse confirmed the air leak following 24 hours use. Air was inserted and the problem persisted for three days. Caller reported that extubation and recannulation of a replacement tube was required to resolve issue. The caller reported the cuff was checked for a leak upon removal but no leak was observed. The caller reported no pt harm.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the mfg site for analysis but has yet to be received.